Event description:
I am a type 1 diabetic and I currently am using a medtronic 770g insulin pump. I have had this series of pumps since 2020. Since being on the 770g insulin pump I have gone through 3 pumps due to the plastic cracking. I have been using insulin pumps for over 20 years, exclusively medtronic, and I have never had pumps crack on me before. I have always used a case with my pumps and try to take care of them as much as possible especially with this one since I had to pay out of pocket after my new insurance wouldn't cover my pump upgrade. Two of the damaged pumps have cracked around the battery compartment with the latest one being about two inches long. With the third pump, part of the plastic around where the reservoir is inserted cracked off one day. It only took me one google search and the first link did I see that many people are having the same cracking issues. I noticed my last crack on 4/20/2024 after a phone call with medtronic about an upgrade. I just finished talking about how I've enjoyed the system overall but am not happy with the quality and told them about the two replacements that I have had. She asked me a question about my current pump and I pulled it out of the case and noticed a 2-inch-long crack down the battery compartment. The first incident happened in (B)(6) 2021 while I was on vacation with my family in tennessee. I was in a hot tub with my wife and I had my pump sitting on the outside of the hot tube because even though they are waterproof I have never wanted to test it. My pump was pushed off and fell about 1 foot and knocked on the side of the hot tub. It was still attached to me so it first got tension from my tube still attached before it hit the wall of the hot tub. My pump started making a beep noise and I noticed a crack. I was surprised it was cracked because it didn't fall hard or far. It was sent to medtronic and they determined water damage was the cause for pump failure, not the crack. Water would not have entered if there wasn't a crack and my pump wasn't in the water to begin with. I am assuming that the crack was there prior to the fall and that the steam of the hot tub might have created condensation and then with the pump falling was the catalyst the water needed to enter the already existing crack. Because I had never had pumps fail in the past I was not prepared for a pump failure on this trip. I made several trips to pharmacies to only find out I couldn't get syringes to administer my insulin. I had to go to an emergency room and almost beg for syringes. I went over 5 hours without insulin when I typically get insulin every 5 minutes. To my fault I did not have emergency supplies in case of a pump failure the second time I noticed a crack was when I was swapping out a reservoir, as I removed the reservoir part of the outer wall cracked off, which I immediately reported and filed an official complaint at medtronic. With all this said with 23 years of user experience with medtronic the past 3 years are problematic with these pump failures and my last pump failure happened out of warranty. Reference report: mw5154699, mw5154700.